Event description:
A falsely elevated ctni result of 0.62 ng/ml was obtained on a sample from a pt. The result was reported to the physician. The physician questioned the result. A second specimen was drawn and a result of 0.02 ng/ml was obtained. The original specimen was rerun and a result of 0.01 ng/ml obtained. The physician questioned the erroneous result. Pt treatment was not prescribed or altered as a result of the falsely elevated troponin result. There was no report of adverse health consequences to the pt as a result of the falsely elevated troponin result. Laboratory personnel indicated that the centrufuge normally used was not in service, and an older alternate one was used. The likely cause of the erroneous result was sample integrity.

Manufacturer narrative:
No further evaluation of the device is required. Laboratory personnel did not centrifuge the specimen for recommended time. The IFU for dimension ctni flex reagent cartridge contains the following info: "specimens should be free of particulate matter. To prevent appearance of fibrin in serum samples, complete clot formation should take place before centrifugation."